Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by the customer. Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "once the needle is inserted the wire goes through smooth. When they need to take the needle off the wire, they are meeting resistance. It feels like the wire is getting stuck on the needle. The wires are unraveled and kinked. There was no reported patient harm or consequence." Associated complaints 9680794-2024-00923, 9680794-2024-00924, 9680794-2024-00954 and 9680794-2024-00953.